Event description:
It was observed that during the device evaluation, the maintenance unit's power switch was cracked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the silicone on the on/off switch was defective because the power switch was cracked. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.